Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed as this complaint is based on an article, and no device/lot information was provided. Based on available information, causes for the reported death, heart failure, and mitral regurgitation (mr) could not be conclusively determined. The reported patient effects of death, heart failure, and mitral regurgitation, as listed in the mitraclip instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalizations and test results were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A2: mean age. A3: majority gender. B3: date of event was estimated. D4: the UDI is unknown as the part and lot numbers were not provided. D6a: date of implant was estimated.

Event description:
The article, ¿mismatch between residual mitral regurgitation and left atrial pressure predicts prognosis after transcatheter edge-to-edge repair (teer)¿, was reviewed. This research article is a prospective multicenter study aimed to examine the effect of hemodynamic mismatch after teer on clinical outcomes in patients with heart failure due to severe mr and investigate the predictive factors for the. All patients were treated with the mitraclip between (B)(6) 2018 and (B)(6) 2021. Left atrial pressure (lap) measurements were performed using an 8-f transseptal sheath or pigtail catheter. The article concluded that post-teer hemodynamic mismatch between residual mr and postprocedural lap was associated with a poor prognosis. The primary author of the article is eiji shibahashi, md, department of cardiology, tokyo woman¿s medical university, tokyo, japan. The correspondence author is dr junichi yamaguchi, department of cardiology, tokyo woman¿s medical university, 8-1, kawadacho, shinjuku-ku, tokyo 162-0054, japan. E-mail: j.yamaguchi0110@gmail.com. (B)(4) patients were analyzed. The average age was 78, and the majority gender was male. As this is from a literature review, patient weight was not provided. Comorbidities included: hypertension, diabetes, atrial fibrillation, prior pci/CABG (percutaneous coronary intervention / coronary artery bypass grafting), chronic obstructive pulmonary disease (copd), chronic kidney disease, cardiovascular implantable electronic device (pacemaker, cardiac resynchronization therapy defibrillator; crtp cardiac resynchronization therapy pacemaker, implantable cardioverter-defibrillator), and heart failure. Adverse events included: a total of (B)(4) patients died during the study period, while (B)(4) were hospitalized for heart failure, and mitral regurgitation.